Event description:
It was reported that a health care professional (hcp) contacted boston scientific asking to review data from this pacemaker as during an angiography it oversensed noise which resulted in pacing inhibition. There were no stored device episodes upon review, and the lead parameters appeared to be stable. X-ray imaging showed no abnormalities with the lead and device header, and noise was not reproduced upon provocation. At this time, no further information is available. No adverse patient effects were reported. The device remains in service. Additional information was received. Technical services (ts) reviewed data from this device and recommended further troubleshooting to discard lead integrity issues. It was noted that the lead trends are stable and within range, and reprogramming options were discussed. The device remains in service.